Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-07165 and any reports associated with it.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the cartridge was changed at 4 am on (B)(6) 2024 and exhibited an error message. Per reporter the patient was changed to another pump and got the same message, confirmed the battery is full, the patient is at ER due to double pump failure. The patient had no signs of shortness of breath. The reported product fault occurred while in use with the patient. Patient did not have a backup device they were able to switch to since both pumps are facing the same issues. The infusion is life-sustaining. The outcome of the event is resolved.